Event description:
Consumer reported complaint for error messages (e-2 and e-3). Caregiver is calling on behalf of the customer. The customer reported feeling slightly dizzy; medical attention was not needed at the time of the call. The customer was not using the proper testing technique. During the call, a blood test was performed by the customer fasting and produced test result of 150 mg/dl using true metrix air meter; the customer was satisfied with the result obtained. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 07/27/2024 and open vial date is (B)(6) 2023.

Manufacturer narrative:
Internal report reference number: (B)(4). Adverse event report is being submitted due to symptoms related to diabetes: dizziness. Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-062: user had poor technique. Note 1: manufacturer contacted customer in a follow-up call on 01-mar-2023 to ensure that the initial concern was resolved - able to establish contact with customer who stated is comfortable with the glucose readings from the product. No medical intervention related to diabetes or use of the product was reported. Customer did not disclose if their condition had improved or if they were still experiencing symptom(s). Note: 2: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved - unable to establish contact with customer at this time.

Manufacturer narrative:
Sections with additional information as of 11-apr-2023: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications.